Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy revision procedure, the device was used to seal small vessels. This device was switched during the procedure due to insufficient homeostasis. There were no measurable amounts of blood reported. The patient is stable and had no adverse outcomes.